Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient have been facing issues with infusion sets falling off during on (B)(6) 2026. The patient experienced high blood glucose levels and received treatment with correction via mdi.